Event description:
Healthcare professional reported injecting a patient in the left cheek with 1 ml of juvéderm® voluma¿ xc. The patient developed ¿red, swollen painful abscess." Treatment was noted as antibiotics and drainage. The patient was left with a ¿sunken defect¿ on the left cheek that requires fat grafting. Event status is unknown.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.